Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates that the patient stopped charging due to an unknown reason.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.